Event description:
Upon completion of the left common iliac stent placement, the vascular closure device failed to deploy. Manual pressure was held to ensure hemostasis. Small hematoma formed as a result. FDA safety report ID#: (B)(4).